Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had occasional issues with air bubbles that ranged from a quarter- to half-inch in size. The customer stated that she noted the air bubbles in the reservoir after it had settled for a day or so. She noted that the air bubbles formed in the reservoir itself, not in the tubing of the infusion set. Advised the customer to set the insulin at room temperature prior to filling the reservoir. The blood glucose reading was 187 mg/dl. Nothing further reported.